Event description:
It was reported that during an end prostatectomy procedure, there was an error code during testing. Another like device was used to complete the case. No further information is available. There was no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the hand control switch assembly buttons were not functional. However, the foot switch worked properly. No anomalies were found other than the ha being non functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.